Manufacturer narrative:
Final analysis found ring electrode cables fractured inside the connector region. This could have most likely caused the reported complaint of high thresholds from the field. Visual analysis found insulation abrasion breaching ring electrode lumen at 80.6 cm to 81.4 cm and 83.21 cm to 83.4 cm from the connector pin.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The medical condition of the patient was fine post procedure.